Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 200 units of insulin. The customer¿s blood glucose level was 260 mg/dl. Reportedly, a new cartridge was loaded onto the pump. Multiple attempts were made by tandem technical support to follow up with the customer; however all were unsuccessful.